Event description:
Report received from abbott international affiliate (abbott poland) that states: "air bubbles in distal line in numbers and volumes not accepted for central venous delivery in children." No info regarding the pt or tubing set up was available. The set was in use infusing a tpn solution at 10ml/h with a volume of 250ml. The only other info received states, "a child experienced an air embolism that was confirmed by radiology. The age, sex, medical history and pt treatment was unk. The pt reportedly "recovered." Multiple requests have been made to the poland affiliate to obtain further info. No repsonse has been received. If any significant info relevant to this incident becomes available, it will be submitted in a medwatch follow-up report.